Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Analysis of the returned device identified: wear abrasion, deformation device, non-penetrating nick and weight to the spec. Voids and cloudiness in the gel observed after autoclave cycle. The unit is not ruptured. Based on the device analysis the final assessment is: no issues found related with the manufacturing process. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and patient's concern about the device.

Event description:
Healthcare professional reported a right side rupture and implant exchange from textured to smooth due to the concerns of the product. Device has been explanted.